Event description:
Complainant alleged that the device displayed "poor pad contact", "check pads", "defib fault 85", and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.